Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to acquire an ECG signal. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The user reported that the device was unable to acquire an ECG signal. During evaluation, the issue could not be reproduced. The device and multifunction cable passed all functional, ECG, and simulator testing with no abnormalities identified. Review of the device logs showed no indication that pads were properly connected to the patient; a brief ECG signal was detected, followed by lead fault messages indicating loss of connection. Based on these findings, the event is most likely attributed to poor accessory connection or inadequate electrode contact with the patient. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.